Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: stress mark observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side deflation, pain, and capsular contracture baker grade IV. Device remains implanted.